Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units between the displayed and expected values. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the cartridge until it was empty, and technical support advised the caller to reach out for troubleshooting if the issue arose again.